Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
An optometrist reported that a patient experienced a suspected uveitis-glaucoma-hyphema six years after intraocular lens (iol) implantation in sulcus. Flushing of the anterior chamber was performed due to inflammation. The iol was reported to be tilted and repositioned. According to the reporter, replacement was required. Additional information was provided by the customer. The implant procedure had been performed at another healthcare facility. Pigment dispersion was noted in 2016, with increased iop under medication. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Not enough information was provided from the reporting facility for further investigation. Information was provided that the lens was implanted in 2010 in the sulcus. Per the directions for use this intraocular lens (iol) is not intended for sulcus implantation. This may be a contributory cause. (B)(4).